Event description:
A heated humidifier failure reportedly resulted in a void in its housing and the fusing of its enclosure to the continuous positive airway pressure (CPAP) device it was used with. No pt or user harm or injury occurred. The humidifier and CPAP device associated with the reported event were returned for evaluation. The CPAP device's output port was found to be malformed. The malformation, located at the point where the CPAP output is interfaced with the humidifier, is concluded to have resulted from the humidifier failure. The malformation prevented the CPAP from being tested to confirm it performed to specifications; however, it was otherwise found to be fully operational and not exhibiting any evidence to suggest it caused or contributed to the humidifier failure. We therefore, conclude the CPAP device performed as designed when the reported event occurred and was only incidentally involved in the reported event. The CPAP device therefore, is concomitant devices.

Manufacturer narrative:
Internal and external evaluation and analysis of the heated humidifier confirmed the customer's report, and revealed findings similar to those associated with a product issue previously identified by the MFR and for which the MFR has implemented a correction. The MFR notified the agency of this correction in accordance with 21cfr part 806.10 (b), and the agency has identified the action as recall number z-1260-2009. The MFR concludes the issue documented in this report that same issue and concludes no further actions is appropriate beyond those actions identified in z-1260-2009.